Event description:
It was reported that the implantable cardioverter defibrillator exhibited episodes of non-sustained ventricular tachycardia caused by far p wave oversensing and noise on the atrial and ventricular channel. Additionally, the right ventricular lead exhibited high impedance. The patient was asymptomatic. On (B)(6), the patient presented in-clinic and the device was reprogrammed. It was also noted that the lead's impedance had dropped back within range.